Event description:
Since using the ampcor rpr kit in april-may 2000 a 30% decrease (3.5% to 2.2%) in rpr positivity rate has been observed. The lab has received complaints of titers being too low. The parallel test of ampcor antigen vs. Asi and bd antigen failed in one of three laboratories. A 20% drop (9.25% to 7.4%) in confirmed positives (positive fta's/total specimens tested) has also been observed for that time period.